Manufacturer narrative:
The customer batches hyb-psa samples prior to running them. The samples were frozen and thawed prior to the repeat testing. Qc was within the established ranges. Routine system checks were performed on (B)(6) 2011, and both passed within instrument specifications. There were no error messages posted in the event log in conjunction with the event. The customer stated that they had no other issues with either qc or other assays to report to date. Service was dispatched on (B)(4) 2011 for this event, and the field service engineer (fse) performed a preventive maintenance on the instrument. The fse also made necessary adjustments to ultrasonics. The fse then performed assay qc, which passed. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to both higher and lower than expected hybritech prostate specific antigen (hyb psa) results generated by access 2 immunoassay clinical system for twenty nine (29) patients. The results were reported out of the laboratory. Subsequent testing produced results in different clinical ranges for all the patients. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.